Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead had punctured the subclavian vein. A pneumothorax was suspected after the patient's blood pressure dropped significantly. The implant procedure was completed successfully. The patient is undergoing evaluation to resolve the pneumothorax. The patient remains stable and no adverse patient effects were reported.